Event description:
It was reported that during a routine pulse generator change out, the atrial lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Due to only a partial lead was returned, the electrical measurements were limited.